Event description:
Provider ordered soft collar for patient due to potential neck trauma in case of patient with altered mental status with unknown etiology. I retrieved a collar that was still in its original packaging, when packaging was opened, it did not contain the front half of the collar. Removed the collar from circulation and retrieved another (which was the last in stock). Created situation of an unsafe condition that could have significantly delayed application of a necessary medical device.